Event description:
It was reported by the customer that a pyxis medstation es system drawer failed not detected on bus, resulting in a delay dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer not detected on bus. A technical support specialist cancelled the work order since the issue was resolved by customer. The system functioned as intended after troubleshooting.